Event description:
According to the reporter, during a bilateral laparoscopic inguinal hernia repair, the valve seal was damaged, and the seal was broken on the trocar that hooks up the co2 tubing. They opened another to complete the case and resolve the issue. The patient is alive with no injury.